Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. 869763) inserted for female sterilization. The patient's medical history included cystoscopy and cervical intraepithelial neoplasia. Concurrent conditions included menorrhagia (her periods are every 28-30 days with 4 days of heavy flow.not resolved totally with birth control pills and medical management), dysmenorrhea, intra-abdominal bleeding (30 days or more) and paratubal cyst. Concomitant products included diazepam, hydrocodone, ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. 869763) inserted for female sterilization. The patient's medical history included cystoscopy and cervical intraepithelial neoplasia. Concurrent conditions included menorrhagia (her periods are every 28-30 days with 4 days of heavy flow. Not resolved totally with birth control pills and medical management), dysmenorrhea, intra-abdominal bleeding (30 days or more) and paratubal cyst. Concomitant products included diazepam, hydrocodone, ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received. Event medical device removal was replaced with new event menorrhagia. Lot number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.